Manufacturer narrative:
Product analysis: the complaint was confirmed. The battery compartment was found to be rusted, such that a positive battery terminal spring was broken off. Miscellaneous parts were found loose in the device. Output connector nuts were discolored. Two case screw were missing. Evidence was found of third-party maintenance of the device. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) lower casing was corroded, damaged, and required replacement. The programmer was returned for service. No patient complications have been reported as a result of this event.